Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found the o-ring on the back of the console, was missing. Stm replaced the o ring, and checked to make sure that the helium refill station would refill the console. During inspection, and unrelated to the reported issue, the stm found the coiled cable to be in bad/stretched out condition, and reported it as a complaint. The stm ordered a coiled cable, and returned at a later date to replace the part. That repair is on a separate service order. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check performed by the customer, the o-ring on the back of the cardiosave intra-aortic balloon pump (iabp) broke off preventing the helium refill station from refilling the iabp unit. There was no patient involved; thus, no adverse event reported.